Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device stopped working and was making a hissing sound. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the event occurred in (B)(6) 2017; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. Stopped working, making a hissing noise

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition was confirmed. It was determined that the device would not run; failed the safety assessment (step #90; function test) because the device did not run and when the trigger was pressed there was no function and no motion, tmade an unusual hissing noise and had a cracked oscillating head base cpl. It was further determined that the ecu (electronic control unit) on the device was damaged, the device had a very low output voltage, the oscillating head was cracked and there was an unknown liquid substance in the ecu, electromotor and on other components. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. It was determined that the cracked oscillating head has been addressed in a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.